Event description:
Boston scientific received info that a shock was delivered due to apparent noise and oversensing on this subcutaneous implantable cardioverter defibrillator (s-ICD) system. The shock impedance was 79 ohms. Reportedly the pt was in bed at the time of the episode and the telemetry monitor at the hospital showed sinus rhythm. Approximately one hour later the pt got up, was incontinent, slipped, hit head and her eyes rolled back. It took three people to get the pt back into bed and awake. No episodes were stored that correspond to that event. It was noted that the programmer time was off by three hours so the stored episode occurred three hours later than what was noted on the printout. There was no additional evaluation performed as the pt was sleeping and the incision area was new. No programming changes were made, the field representative was unaware if the physician felt the pt's episode was related to the device system and no further info was available.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection noted the complete electrode was returned. There were two sets of setscrew marks noted; one appeared to be in the correct location on the high voltage contact while the other appeared to have only half of a setscrew mark. Due to the appearance of a half set screw mark the lead may not have been fully inserted into the header; it is unclear if this was at implant and was resolved or if it was the position of the terminal pin while the device was actively implanted. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. If the lead was not fully inserted into the header, while the device was actively implanted, it may have been a contributing factor to the device related observations from the field.

Event description:
Boston scientific received information that a shock was delivered due to apparent noise and oversensing on this subcutaneous implantable cardioverter defibrillator (s-ICD) system. The shock impedance was 79 ohms. Reportedly the patient was in bed at the time of the episode and the telemetry monitor at the hospital showed sinus rhythm. Approximately one hour later the patient got up, was incontinent, slipped, hit head and her eyes rolled back. It took three people to get the patient back into bed and awake. No episodes were stored that correspond to that event. It was noted that the programmer time was off by three hours so the stored episode occurred three hours later than what was noted on the printout. There was no additional evaluation performed as the patient was sleeping and the incision area was new. No programming changes were made. The field representative was unaware if the physician felt the patient's episode was related to the device system and no further information was available. Information received that this device system was explanted for an observation unrelated ot this event. It has been captured in manufacturer report #3009448963-2015-00525.

Manufacturer narrative:
As no further info concerning this report is currently available, our investigation is complete. This investigation will be updated should further info be provided.